Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.